Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A scr replace friction-fit gold & ti abut int hex (mhlas) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported device location is #2 and usage length is unknown. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (mhlas) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Based on the investigation and risk file review, the most likely cause determined from the investigation is abutment cone prepped in error; user error, insufficient training, abutment not seated properly; tissue interference and screw not torqued to specification. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Event date: not provided. Device lot number: not provided. Initial reporter fax number: not provided. Device not returned.

Event description:
It was reported that abutment screw had loosened. Dental crown was reported to be loose and customer does not know how long it was loose.